Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump failed audio test. The blood glucose was 6.3 mmol/l. The device will be returned for the analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the device history due to broken pin 6 trace on u1 keypad assembly.